Manufacturer narrative:
No patient information available as no patient involved in this concern. (B)(4) representative updated the (B)(4) version of software and scans loaded without any issues.

Event description:
Site called in to report that the 2d orthogonal views on the system will change on their own to different views. They also discovered that the mouse had a crimp mark in it but the insulation was not cut. Also, that the cables connected to the scan converter box and to the splitter were reversed. Site representative adjusted the cables according to the instructions. No patient was present when event occurred.